Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer requested assistance adjusting the pump basal rate. Reportedly, the customer started taking medication that interferes with insulin absorption. Customer had diabetic ketoacidosis and was hospitalized. Customer reported the reported issue was unrelated to the pump or supplies. No additional information was provided. At the time of the report, customer's blood glucose level was 186 mg/dl. Tandem technical support guided the customer through adjusting the pump basal rate.